Manufacturer narrative:
(B)(4) evaluation statement: the reported event of pump connection issues (null state) could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported there were pump connection issues. After investigation on the cce server, as well as, processing connection logs with logviewer, it was concluded that the devices fell into a null state. This ceases communication with the cce server, as well as cerner, which stops sending messages until the next time the pcu is rebooted and reconnected to systems manager. This was confirmed by reviewing the cessation of periodics and events being sent outbound from the cce to cerner. The pcu falsely stays in a "current state" within the alaris systems manager, but is in fact in a null state and is unable to send periodics/status messages to cce. This is a known issue that will need to be escalated to development/r&d. No product returned